Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent primary tkr on (B)(6) 2018 where an attune cr rp was implanted (dr (B)(6). At time of index surgery, the patella was left as is and not resurfaced. The patient has reported that their knee has always been painful and that this pain has continued on up to the present. A bone scan shows that there is increased uptake under the tibial tray, especially on the lateral side. A decision was made to revise the tibial component and while the knee was open, to resurface the unresurfaced patella. On opening the knee (B)(6) the femoral component was found to be well fixed. The tibial component was not overtly loose but with the aid of a punch, the tibial component was removed leaving behind a complete cement mantle . The cement was removed and an attune revision tray with a sleeve and stem was implanted. The patella was resurfaced. A primary cr rp insert was implanted which allowed the poly to mate with the primary cr femoral component. Did the patient experience a post-op device malfunction? --> unknown, did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --> yes, did the patient require revision surgery or hardware removal? --> yes, facility name of original implant --> robina gold coast , was device explanted? --> true, hardware/explant removal due to: --> tibial loosening and pain , did patient require revision surgery? --> true, reason for revision surgery. --> pain and tibial loosening , patient status/ outcome / consequences --> unknown, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, (B)(4). Device property of -->none, device in possession of -->none, (B)(4). Device property of -->none, device in possession of -->none, (B)(4). Device property of -->none, device in possession of -->none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.--> true.